Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal hydromorphone at unknown concent ration/dose via an implantable pump for non-malignant pain. It was reported by the hcp that they accessed the pump today and they were expecting 12 ml and got 20 ml back. The hcp stated that pump was last filled on (B)(6) 2024 and there were no issues at that time and they got back what was expected. The patient did not have any falls or other trauma since then. Programming was correct and pump logs did not show any problems with the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider via the company representative who reported that the patient went in for a refill and stated to the physician the he did not think the pump was working, his pain was not being controlled. The physician went to do the refill and he pulled out 20cc of medication from the existing 20ml pump. The physician did a catheter dye study and was concerned the catheter was not either connected, pump was not working, or catheter was pinched. There were no known environmental, external or patient factors that may have led or contributed to the issue. The catheter dye study was done on (B)(6)2025 and the clinic started the pre-auth to do a pump replacement and catheter revision. During the procedure, the pump segment of the catheter was noted to be twisted in a ball and the catheter was unable to let medication flow. The pump was replaced, and the catheter was partially explanted. The issue was resolved at the time of the report, and it was noted the healthcare provider would not have any further information regarding the event. The pump was delivering dilaudid 1mg/ml at 0.0873mg/day.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6)2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780 serial# (B)(6) ubd 2025-07-11 UDI# (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis of the pump revealed no anomalies. Analysis of the catheter identified twisting in the catheter and a kink in the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.